Event description:
It was reported that during a laparoscopic gastric bypass procedure, upon last firing the instrument staples did not come out, surgeon could only open the instrument with force in order to put in a new cartridge. The surgeon had to take another instrument to continue procedure. Patient is okay, no further information available. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged idler gear teeth. Two devices (a-b) were returned for analysis. Both devices were returned with the shrouds opened and without a cartridge. The devices were disassembled to verify the condition of the internal components and the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.